Event description:
An inflammatory mass near the catheter pathway was reported. Patient's physician had relocated and currently patient was at home. Physician options were being considered. Drug delivered via the system was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2001, explanted on: unk.